Event description:
It was reported that a malfunction occurred after the pump went through an airport scanner. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, assisted the caller with the reset, and confirmed the issue did not recur. The customer was advised to continue using the pump and to report any future malfunctions.